Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Compromised force sensor system alarm was not verified due to motor error alarms. The insulin pump had cracked case at display window corners, cracked belt clip slot, cracked battery tube threads, minor scratched lcd window, and stained end cap sticker.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was not known. During troubleshooting, the customer stated the insulin pump was not dropped in the days leading up to the alarm and the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.